Manufacturer narrative:
This device was for treatment not diagnosis. Event date: (B)(6) 2002. Could not be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Journal article received: intramedullary infections treated with antibiotic cement rods: preliminary results in nine cases; dror paley and john e. Herzenberg; journal of orthopaedic trauma. 2002 dec; 16 (10): 723-729. Nine patients who had intramedullary infections after undergoing intramedullary nailing (im) procedures. This report represents a (B)(6) female patient who was diagnosed with unspecified humeral infection status post open reduction and internal fixation (orif) im nailing humerus. Subsequently, the im nail and screws (quantity of screws unknown) were removed. Patient outcome was no union, no infection and asymptomatic. Patient refused further treatment. It was unknown if the product was synthes product. This report is for unknown quantity of screws. This is 2 of 2 reports for the same event, complaint (B)(4).